Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the black box showed evidence of a sudden drop in voltage resulting in a replace battery alarm on complaint date. The pump was unresponsive with the returned battery cap; there was no audible tone, no vibration alert and the display remained blank upon battery insertion. The battery cap was unable to tighten and the battery cap threads were damaged. A test battery cap was used for all testing and the pump was unresponsive with a test battery cap. The battery compartment was cracked with evidence of moisture inside. The leak test showed the leak at battery compartment cracks. The pump case was removed and there was no evidence of additional moisture inside the pump. The original complaint of the temperature issue could not be adequately investigated due to the inability to run the pump and verify current draw values.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no indication that the product caused or contributed to an adverse event.